Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase also, unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test due to a35 alarm. The insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 201 mg/dl. Customer was unable to rewind pump. Customer was assisted in performing displacement test and test failed. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.